Event description:
It was reported that a loss of sensing was observed on the atrial lead along with an increase in capture threshold. X-ray confirmed that lead dislodgment had occurred. The lead was successfully repositioned. The patient's condition following the procedure was good.

Manufacturer narrative:
.